Event description:
Per the independent repair center, the customer alleged problem is the sieve beds and no o2 light. The key failure is the pilot valve is contaminated. Additional note states unit shut down.